Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009, patient presented with following pre-op diagnoses: herniated l4-l5 and l5-s1 disks with discogenic low back pain. For which, patient underwent following procedures: left l4-l5 and left l5-s1 microlumbar diskectomies with micro foraminotomies. Transforaminal interbody fusion l4-l5 and l5-s1 with cage implantation, local bone graft, and rhbmp-2/acs bone graft substitute. Posterolateral fusion l4-l5-s1 with pedicle screw fixation using local bone graft, rhbmp-2/acs, and demineralized bone matrix, including ssep and emg monitoring. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.